Event description:
It was reported that the force sensor test failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. Cracked bottom case (rear by pole clamp area). Force sensor test was found in the event history log. The technician power on pump, checked force sensor to see if it was in specification, checked for loose connections or damage to components. Force sensor was not reading. The root cause of the reported issue was found to be that the plunger cable was disconnected from plunger printed circuit board. The technician plug in plunger cable.